Event description:
The lay user/patient contacted lifescan alleging that the product had the following product casing issue: strip port issue. The alleged issue was not resolved with troubleshooting. There were no allegations of harm or injury.